Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Device had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip and reservoir tube cracked. It was unable to perform the displacement test due to the blank display anomaly. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has crack in the battery and reservoir compartment. Customer stated that the damage has been there for about 8 months. She also reported that the battery has to be changed frequently. The customer would receive a low battery alert and then the device shuts off. Blood glucose value was 167 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.